Manufacturer narrative:
It was reported that the table back section allegedly moved all the way down towards the floor while a scrub nurse was setting up the room. Patient was not in the room at the time. Table was moved out of or 4 for biomed evaluation. The table was visually examined and a performance test of all movement functions was conducted. Reportedly, lightly running a finger over the back- down button would cause the table back section to move in the downward direction. The hand pendant was replaced with a new one and table functions tested normal. Table was evaluated and released by biomed for use. The issue was found prior to a procedure, so there were no injuries or adverse consequences reported.

Event description:
It was reported that the table back section allegedly moved all the way down toward the floor while a scrub nurse was setting up room. Reportedly, lightly running a finger over the back- down button would cause the table back section to move in the downward direction. The issue was found prior to a procedure, so there were no injuries or adverse consequences reported.

Manufacturer narrative:
The surgical table was found to be conforming, however the hand pendant used was a previously recalled hand pendant prior to rev. 4 (no serial number) and determined to be causing the complaint. The replacement of this hand pendant was covered under recall z-1488-2013. The recall was completed march 9, 2015. The customer was recommended to replace the recalled hand pendant.

Event description:
It was reported that the table back section allegedly moved all the way down toward the floor while a scrub nurse was setting up room. Reportedly, lightly running a finger over the back- down button would cause the table back section to move in the downward direction. The issue was found prior to a procedure, so there were no injuries or adverse consequences reported.